Event description:
A malfunction alarm occurred. There was no reported impact on the customer¿s blood glucose level. Technical support provided assistance by guiding the customer through a pump reset process, after which no additional malfunction alarms recurred. The customer was advised to continue using the pump and to contact support if any further alarms occur.